Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the healthcare professional stating that after wearing the contact lens consumer felt blurred vision, burning sensation, eye pain, ocular discomfort, lacrimation, red eye, double vision in left eye, lens stuck to eye and lens was difficult to remove. Later on, consumer visited health care professional where consumer was diagnosed with corneal abrasion in left eye. Healthcare professional used 0.4 percent oxybupracine to remove the lens. Eye examination revealed very unusual circular opacity on underside of the contact lens intersecting pupil axis and dense residual corneal abrasion ring from imperfection of contact lens on visual axis with widespread abrasion covering 2/3rd of cornea. Consumer came with a left eye visual acuity of 6/120 with contact lens on which was corrected to 6/18. After that health care professional advised consumer to consult eye casualty and stop wearing contact lens. Later on, consumer visited hospital where consumer was treated with unspecified eye drops. The current status of consumer eye was symptoms were resolved. Additional information has been requested but not yet available.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
D.9., h.3., h.6.: the opened sample was returned for evaluation, and the potential defect was confirmed and could occur during the manufacturing process. A review of the non-conformance records, complaint history data, and sterilization records for the reported lot found them to be in compliance. An adverse trend investigation was conducted; no trend could be identified. The investigation could not determine a specific root cause or confirm any consumer use error. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to reflect any significant changes. The manufacturer internal reference number is: (B)(4).